Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A flexor guiding sheath was returned for investigation. The check-flo proximal fitting was separated from the shaft of the sheath. The flare was distorted and stretched. The flare passed through the large lumen but not the small lumen of the flare gauge. Hemostat marks were observed just distal to the flare, and kinks were observed in the sheath tubing at 33.4cm and 35.3cm from the proximal end of the flare. The inner diameter of the connector cap was measured and was within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. Based on the available information, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined, as it may be attributed to the patient¿s clinical condition, and/or the healthcare professional¿s technique/procedure, and/or the malfunction of the device. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor raabe guiding sheath was used in an unspecified procedure. The sheath was placed via the right groin using a contralateral approach. It was reported that during removal of the sheath over a guidewire, the hub disconnected from the shaft of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.